Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs300 intra-aortic balloon pump (iabp) was showing an autofill failure. There was no patient involvement.

Manufacturer narrative:
A getinge fse evaluated the unit and found that calibration was required for volume cylinder. The fse performed autofill calibration found volume was not in range, fse then adjusted the volume by performing the volume cylinder sensor calibration. The issue was resolved after that. The unit was then returned to the customer and cleared for clinical use.